Manufacturer narrative:
The t:slim x2 pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer performed the fill tubing sequence while they were connected to the infusion set tubing and inadvertently delivered 4.7 units of insulin. The customer's blood glucose (bg) level was 112mg/dl and a follow up call to ensure their bg levels did not decrease was declined by the customer.